Manufacturer narrative:
The device was returned for analysis. The reported device failure was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D10, h3: device was returned. H6: method code 4114, results code 3221 and conclusions code 67 were removed.

Manufacturer narrative:
Date of event estimated. The device was retained by account. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the device failed in an endovascular aneurysm repair interventional procedure. The method in which hemostasis was achieved is unknown. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. In the absence of a device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.